Manufacturer narrative:
The handpiece overheats, pre-repair temperature test at 1 minute: t1 - 120f, t2 - 119f. The collet and motor were worn. Motor and collet were replaced. The handpiece was successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was not working. There was no patient impact. Service and repair found that the handpiece was overheating.